Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2007, plantiff underwent a hysterectomy). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings and pregnancy with contraceptive device to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 (B)(6) 2003; (B)(6) 2006 (twin pregnancy), syncope, postpartum depression, migraine headache, low back pain, pelvic pain, normochromic normocytic anemia and pyelonephritis (left). Patient underwent essure confirmation test on (B)(6) 2007 and the result was bilateral occlusion. Previously administered products included for birth control: ovcon; for ovarian cysts: oral contraceptive nos; for pain on intercourse: motrin; for an unreported indication: iud from (B)(6) 2005, marina from 2004 to (B)(6) 2005, ortho evra patch and mirena. Past adverse reactions to the above products included abdominal pain with iud; device expulsion with mirena; and menstruation irregular with marina. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage ("excessive bleeding/ general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (B)(6) 2007, she undergone vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue and vaginal discharge outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia, genital haemorrhage. Per medical record: insertion detail: both tubal ostia were clearly visualized through the hysteroscope. Three trailing coils were noted, confirming appropriate placement on the left. Again, three trailing coils were noted on the right-hand side. Surgical pathology report: uterus: normal cervix. Inactive endometrium. Normal myometrium. On (B)(6) 2007, operative note: there was no evidence of foreign body. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2007: a linear metallic object overlies the left pelvis. Its anatomical location was uncertain. It could be a foreign body within the pelvis.; on (B)(6) 2007: a left ureteral stent is in place, both ends apparently in satisfactory position. A linear metallic density overlies left mid pelvis. This has been previously demonstrated and is unchanged. Computerised tomogram pelvis - on (B)(6) 2007: a small amount of free fluid in the cul de sac present, not unexpected postoperative and there was a metallic coil in the left adnexal region consistent with patient¿s history of fallopian tube essure (as written) coil placement. There is also a left ovarian cyst present. This measures approximately 3.3 cm in diameter and would not appear to be particularly significant. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Pregnancy test - on (B)(6) 2005: negative. Ultrasound scan vagina - on (B)(6) 2007: essure coils are identified. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, vaginal discharge, back pain, dyspareunia." Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. Event outcome was updated for the event: bleeding(vaginal). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), pregnancy with contraceptive device ('unwanted pregnancy') and genital haemorrhage ('excessive bleeding/ general abnormal bleeding') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient underwent essure confirmation test on (B)(6) 2007 and the result was bilateral occlusion. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), menorrhagia ("menorrhagia (heavy menstrual bleeding") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2007, plaintiff underwent a hysterectomy). At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue and vaginal discharge outcome was unknown and the genital haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, pregnancy with contraceptive device and vaginal discharge to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia, genital haemorrhage. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received. Reporter information updated. Previously reported event excessive bleeding is updated to excessive bleeding/ general abnormal bleeding. New events: "menorrhagia (heavy menstrual bleeding, vaginal discharge", lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), pregnancy with contraceptive device ('unwanted pregnancy') and genital haemorrhage ('excessive bleeding/ general abnormal bleeding') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2003; (B)(6) 2006 (twin pregnancy)), syncope, postpartum depression, migraine headache, low back pain, pelvic pain, normochromic normocytic anemia and pyelonephritis (left). Patient underwent essure confirmation test on (B)(6) 2007 and the result was bilateral occlusion. Previously administered products included for birth control: ovcon; for ovarian cysts: oral contraceptive nos; for pain on intercourse: motrin; for an unreported indication: iud from (B)(6) 2005, marina from 2004 to (B)(6) 2005, ortho evra patch and mirena. Past adverse reactions to the above products included abdominal pain with iud; device expulsion with mirena; and menstruation irregular with marina. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2007, she undergone vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue and vaginal discharge outcome was unknown, the genital haemorrhage and menorrhagia had resolved and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia, genital haemorrhage. Per medical record: insertion detail: both tubal ostia were clearly visualized through the hysteroscope. Three trailing coils were noted, confirming appropriate placement on the left. Again, three trailing coils were noted on the right-hand side. Surgical pathology report: uterus: normal cervix. Inactive endometrium. Normal myometrium. On (B)(6) 2007, operative note: there was no evidence of foreign body. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2007: a linear metallic object overlies the left pelvis. Its anatomical location was uncertain. It could be a foreign body within the pelvis.; on (B)(6) 2007: a left ureteral stent is in place, both ends apparently in satisfactory position. A linear metallic density overlies left mid pelvis. This has been previously demonstrated and is unchanged. Computerised tomogram pelvis - on (B)(6) 2007: a small amount of free fluid in the cul de sac present, not unexpected postoperative and there was a metallic coil in the left adnexal region consistent with patient¿s history of fallopian tube essure (as written) coil placement. There is also a left ovarian cyst present. This measures approximately 3.3 cm in diameter and would not appear to be particularly significant.. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Pregnancy test - on (B)(6) 2005: negative. Ultrasound scan vagina - on (B)(6) 2007: essure coils are identified. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, vaginal discharge, back pain, dyspareunia". Most recent follow-up information incorporated above includes: on 28-aug-2019: plaintiff fact sheet and medical record received. Event "abnormal bleeding (vaginal)" was added. Reporter, medical history, historical medication, concurrent conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2003; (B)(6) 2006 (twin pregnancy)), syncope, postpartum depression, migraine headache, low back pain, pelvic pain, normochromic normocytic anemia and pyelonephritis (left). Patient underwent essure confirmation test on (B)(6) 2007 and the result was bilateral occlusion. Previously administered products included for birth control: ovcon; for ovarian cysts: oral contraceptive nos; for pain on intercourse: motrin; for an unreported indication: iud from 15-sep-2005 to september 2005, marina from 2004 to 2-sep-2005, ortho evra patch and mirena. Past adverse reactions to the above products included abdominal pain with iud; device expulsion with mirena; and menstruation irregular with marina. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage ("excessive bleeding/ general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery ( (B)(6) 2007, she undergone vaginal hysterectomy.). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue and vaginal discharge outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia, genital haemorrhage. Per medical record: insertion detail: both tubal ostia were clearly visualized through the hysteroscope. Three trailing coils were noted, confirming appropriate placement on the left. Again, three trailing coils were noted on the right-hand side. Surgical pathology report: uterus: normal cervix. Inactive endometrium. Normal myometrium. On (B)(6) 2007, operative note: there was no evidence of foreign body. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2007: a linear metallic object overlies the left pelvis. Its anatomical location was uncertain. It could be a foreign body within the pelvis.; on (B)(6) 2007: a left ureteral stent is in place, both ends apparently in satisfactory position. A linear metallic density overlies left mid pelvis. This has been previously demonstrated and is unchanged.. Computerised tomogram pelvis - on (B)(6) 2007: a small amount of free fluid in the cul de sac present, not unexpected postoperative and there was a metallic coil in the left adnexal region consistent with patient¿s history of fallopian tube essure (as written) coil placement. There is also a left ovarian cyst present. This measures approximately 3.3 cm in diameter and would not appear to be particularly significant.. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Pregnancy test - on (B)(6) 2005: negative. Ultrasound scan vagina - on (B)(6) 2007: essure coils are identified. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, vaginal discharge, back pain, dyspareunia". Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. Event outcome was updated for the event: bleeding(vaginal). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2003; (B)(6) 2006 (twin pregnancy)), syncope, postpartum depression, migraine headache, low back pain, pelvic pain, normochromic normocytic anemia and pyelonephritis (left). Patient underwent essure confirmation test on (B)(6) 2007 and the result was bilateral occlusion. Previously administered products included for birth control: ovcon; for ovarian cysts: oral contraceptive nos; for pain on intercourse: motrin; for an unreported indication: iud from 15-sep-2005 to september 2005, marina from 2004 to 2-sep-2005, ortho evra patch and mirena. Past adverse reactions to the above products included abdominal pain with iud; device expulsion with mirena; and menstruation irregular with marina. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2007, the patient experienced genital haemorrhage ("excessive bleeding/ general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery ((B)(6) 2007, she undergone vaginal hysterectomy.). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue and vaginal discharge outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia, genital haemorrhage. Per medical record: insertion detail: both tubal ostia were clearly visualized through the hysteroscope. Three trailing coils were noted, confirming appropriate placement on the left. Again, three trailing coils were noted on the right-hand side. Surgical pathology report: uterus: normal cervix. Inactive endometrium. Normal myometrium. On (B)(6) 2007, operative note: there was no evidence of foreign body. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2007: a linear metallic object overlies the left pelvis. Its anatomical location was uncertain. It could be a foreign body within the pelvis.; on (B)(6) 2007: a left ureteral stent is in place, both ends apparently in satisfactory position. A linear metallic density overlies left mid pelvis. This has been previously demonstrated and is unchanged. Computerised tomogram pelvis - on (B)(6) 2007: a small amount of free fluid in the cul de sac present, not unexpected postoperative and there was a metallic coil in the left adnexal region consistent with patient¿s history of fallopian tube essure (as written) coil placement. There is also a left ovarian cyst present. This measures approximately 3.3 cm in diameter and would not appear to be particularly significant.. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Pregnancy test - on (B)(6) 2005: negative. Ultrasound scan vagina - on (B)(6) 2007: essure coils are identified. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, vaginal discharge, back pain, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2003; (B)(6) 2006 (twin pregnancy)), syncope, postpartum depression, migraine headache, low back pain, pelvic pain, normochromic normocytic anemia and pyelonephritis (left). Patient underwent essure confirmation test on (B)(6) 2007 and the result was bilateral occlusion. Previously administered products included for birth control: ovcon; for ovarian cysts: oral contraceptive nos; for pain on intercourse: motrin; for an unreported indication: iud from (B)(6) 2005 to (B)(6) 2005, marina from 2004 to (B)(6) 2005, ortho evra patch and mirena. Past adverse reactions to the above products included abdominal pain with iud; device expulsion with mirena; and menstruation irregular with marina. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage ("excessive bleeding/ general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery ((B)(6) 2007, she undergone vaginal hysterectomy.). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue and vaginal discharge outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia, genital haemorrhage. Per medical record: insertion detail: both tubal ostia were clearly visualized through the hysteroscope. Three trailing coils were noted, confirming appropriate placement on the left. Again, three trailing coils were noted on the right-hand side. Surgical pathology report: uterus: normal cervix. Inactive endometrium. Normal myometrium. On (B)(6) 2007, operative note: there was no evidence of foreign body. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2007: a linear metallic object overlies the left pelvis. Its anatomical location was uncertain. It could be a foreign body within the pelvis.; on (B)(6) 2007: a left ureteral stent is in place, both ends apparently in satisfactory position. A linear metallic density overlies left mid pelvis. This has been previously demonstrated and is unchanged.. Computerised tomogram pelvis - on (B)(6) 2007: a small amount of free fluid in the cul de sac present, not unexpected postoperative and there was a metallic coil in the left adnexal region consistent with patient¿s history of fallopian tube essure (as written) coil placement. There is also a left ovarian cyst present. This measures approximately 3.3 cm in diameter and would not appear to be particularly significant.. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Pregnancy test - on (B)(6) 2005: negative. Ultrasound scan vagina - on (B)(6) 2007: essure coils are identified. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, vaginal discharge, back pain, dyspareunia". Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. Event outcome was updated for the event: bleeding(vaginal). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.